Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain, diarrhea, cloudy pd fluids and fever. On the same day, the home patient (hp) was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown, however it was reported that the cause of the peritonitis event may have been diarrhea, but it was not confirmed. The pt did not respond to treatment (unspecified) so the pt was indicated to have the pd catheter removed in the month after the onset of peritonitis. At the time of this report, pd therapy was withdrawn and the pt was not recovered. Additional information was requested but was not available.